Manufacturer narrative:
Additional manufacuring narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported: "patient was connected to continuous pulse ox on the monitor. Pulse ox stopped working would show four waves of a pleth and then flat line. Patients spo2 would come up and then disappear. The machine was turned on and off and the pulse ox cords were replaced and the pleth still was not working. Patient was placed on telepack and the pulse ox pleth worked. Patient was on 6l of oxygen and 10l to ambulated." No consequences or impact to patient.